Event description:
It was reported that the patient disconnected the driveline to untwist it and heard no alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter address line 1: (B)(6). Post office or zip code: (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via the log file analysis. The event log file captured a driveline disconnect alarm event on august 28 at 10:10 pm (5 second) with associated hazard alarms (low flow, lvad off). The pump speed value was captured at zero rpm at 10:10 pm (23 second to 26 second). The driveline was connected at 10:10 pm (26 second), and the system recovered above the low speed value (5,400 rpm) at 10:10 pm (27 second). The sequence of events indicates the driveline was physically disconnected from the system controller, which is consistent with the event details. The log file was retrieved from system controller (B)(6). Additional information communicated on 12sep2022 indicated the patient was not impacted by the driveline disconnection. The system controller is not expected to be returned for an evaluation. To date, the system controller associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (B)(6) was shipped to the customer on 10mar2020 heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes driveline disconnected and low flow alarm. Driveline disconnected alarm . Immediately reconnect the driveline to the system controller and move the driveline safety lock on the system controller to the locked position. Also, check that the modular inline connector is secure. See page 2-23. If alarm persists after reconnecting the driveline, press any button on the system controller to attempt pump start. If the alarm still persists, check if the fixed speed setting is below 4000 rpm and the system controller¿s backup battery is not installed. Under these conditions, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button. If driveline is connected and alarm persists, replace the system controller with a configured backup system controller. Low flow alarm indicating flow is less than 2.5 lpm. Ensure that the driveline is connected to system controller. Ensure that a power source is connected to system controller. Clinically evaluate patient. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also, in section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Important! Do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿.

Event description:
Additional information: there was no adverse patient impact associated with the driveline disconnect. The driveline was disconnected for 3 seconds. Pump MFR. Report # 2916596-2022-13779.